Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings: a review of the pump¿s black box showed cs 078 call service alarms. During testing, the rewind, load cartridge, and prime sequence was performed with no alarms occurring. The pump successfully completed the 24 hour duration test with no alarms occurring. The complaint of the call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that there was moisture in the display. The battery compartment was observed to be cracked on side of the pump. A leak test revealed a leak in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. (B)(4).